Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system, including a surgical lead, on (B)(6) 2010. It was reported the pt was no longer feeling stimulation from the scs system. Diagnostic testing of the lead found unacceptable impedances on all contacts. The pt was referred for an x-ray of the scs system. She is continuing to work closely with her physician to determine the next course of action. No pt complications were reported as a result of this event.